Manufacturer narrative:
A product investigation was completed: one (1) aiming arm assembly for the lateral entry femoral nail (lfn) (part 03.010.048, lot 8768077, manufactured july 25, 2014) was returned with a complaint stating that the gold locking mechanism tab broke off. It is unknown when the damage occurred. A visual inspection, device history review (DHR), complaint history review and drawing review were performed as part of this investigation. The complaint was able to be confirmed at customer quality as the anterior right locking cam knob was returned separate from the aiming arm. Upon further observation, it was noted that the dowel pin that holds the knob in place was missing. Although the definitive root cause could not be determined, it is likely that the complaint condition was likely the result of the method of maintenance and/or wear from extensive use. The returned part was determined to be suitable for the intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. Per the technique guide, the returned instrument is used for targeted locking in the lateral entry femoral recon nailing system. The device was returned to service and repair where the complaint condition was able to be confirmed and the device was deemed not repairable. No service history was able to be run as the device is lot/batch controlled. The relevant drawings for the locking cam knob for protection sleeve retainer and the dowel pin were reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A device history review was performed for the returned instrument's lot number and no material review reports, non-conformance reports or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. The exact cause of the complaint condition could not be determined as the method of use and maintenance is unknown and the components were not returned for evaluation. However, the complaint condition was likely the result of the method of maintenance and/or wear from extensive use. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and a service & repair evaluation was performed. The investigation of the complaint articles has shown that: the customer reported the gold tab broke off the side. The repair technician reported the locking pin was missing from the gold tab. Missing parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Event date: unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4) manufacturing date: 25.jul.2014 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A service history evaluation/review was attempted. The investigation of the complaint articles has shown that: no service history review can be performed as part number 03.010.048 with lot number(s) 8768077 is a lot/batch controlled item. The manufacture date of this item is 29-jul-2014. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the gold tab (locking mechanism on aiming arm to lock protection sleeves into position) broke off the sides of the recon locking aiming arm. It is not known when or how the gold tab broke off. This was discovered while putting the set back together. There was reportedly no patient or procedure involvement. This complaint involves 1 device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Event date of (B)(6) 2016 was inadvertently reported on initial medwatch, event date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.